Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc), as it was discarded by the customer. Since the manufacturing lot number was unknown, the manufacturing records for the past six month from the date of event were reviewed, with no abnormalities related to the phenomenon. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe of the device is cracked and broken when the probe received a load. The instruction manual of the subject device already states; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during a total laparoscopic hysterectomy. During the procedure, a probe damage error was occurred. The surgeon removed the subject device from the patient and inspected it. Despite of a recommendation by the attending sales rep to replace it, the surgeon continued to use the subject device. As the result, another probe damage error was occurred again. The surgeon removed the subject device from the patient. When he grasped his finger within the jaw and the probe, the probe tip broke. The intended procedure was completed. There were no patient injury reported except above reported event.